Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Root cause of the issue cannot be determined since the complaint device was not returned for investigation and there is a lack of clinical information the failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was decided that the patient required escalation to an impella 5.5 pump for continued support. However, upon explant of the already in place impella cp, the patient developed an access site bleed for which the physician had difficulty achieving hemostasis. A surgical cutdown was subsequently performed to treat the bleed and patient support continued with the impella 5.5 pump.